Event description:
The patient reported that prior to the device replacement, the leads felt like they were "popping" out. During the device replacement, it was noted that the chronic device was upside down in the pocket and the leads were "a mess." The leads remain in use and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.